Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H3, h6: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. H3, h6: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: schweizer c, niggemeyer o, jens jh, junker m. Templating femoral offset in patients with coxa valga and antetorta undergoing tha: critical need for a minimum 5 mm increase. J orthop. 2025 mar 15;69:73-77. Doi: 10.1016/j.jor.2025.03.025. Pmid: 40183035; pmcid: pmc11964650. This retrospective study primary objective was to assess the accuracy of preoperatively templated femoral offset versus postoperative femoral offset in patients with cva, compared to a control group. Furthermore, the study aimed to evaluate differences in neck resection level, leg length discrepancy, and the incidence of 90-daypostoperative adverse events between the two groups. The study hypothesis was that in patients with cva, the templated femoral offset will be overestimated compared to the actual postoperative femoral offset. Between october 2022 and december 2023 cva group were examined and a total of 35 patients (11 male, 24 females with mean age of 62.3 ± 8.0) and between january 2023 and july 2023 for the control group, a total of 56 patients were also included (20 male, 36 females with mean age of 71.0 ± 8.0). Patients underwent both templating and implantation with the cementless corail® stem and pinnacle¿ acetabular cup system (both from depuy synthes, warsaw, indiana, USA). Follow-up were unknown. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: cementless corail® stem and pinnacle¿ acetabular cup system. Adverse event(s) and provided interventions possibly associated with unk hip acetabular construct pinnacle (qty 2). (N=1) in the cva group patient had non-dislocated acetabular fracture, no intervention noted. (N=1) in the cva group patient had superficial wound revision, no intervention noted. Adverse event(s) and provided interventions possibly associated with unk hip femoral construct corail (qty 2). (N=1) in the cva group patient had non-dislocated acetabular fracture, no intervention noted. (N=1) in the cva group patient had superficial wound revision, no intervention noted.